Event description:
Customer reported that she had unexplained low blood glucose. Customer stated that her insulin pump malfunctioned. Customer stated that the insulin pump delivered a bolus that she did not programmed. Customer stated that she reviewed the history and found a bolus of 3.0 units of insulin was delivered at midnight when she was sleep. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.